Event description:
Bilateral patient litigation papers allege since surgical implants, patient has suffered symptoms including but not limited to pain, swelling, inflammation, infection, and damage to surrounding bone and tissue, multiple dislocations, lack of mobility and related sequelae.

Manufacturer narrative:
Additional info catalog and lot #. Update: (B)(4) 2013 - pfs and medical records were received from legal. Date of implant, date of revision and part/lot information were identified. There is no new information that would change the existing MDR decision. The investigation is ongoing. Depuy will notify the FDA of the results of this investigation once it has been completed.

Manufacturer narrative:
The device associated with this report was not returned. Review of the device history records and/or a complaint database search was not possible as the product and lot code required was not provided. The investigation could not draw any conclusions regarding the reported event with the information available. Based on the inability to identify a root cause, the need for corrective action was not indicated. Depuy considers the investigation closed. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.